Event description:
It was reported to boston scientific corporation that a resolution clip device was used in esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. Reportedly, the handle was pulled hard and led to the clip detaching from the tissues position. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event.the patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a15 captures the reportable event of clip failed to release from catheter. Block h10: investigation results the returned resolution clip was analyzed, and a visual evaluation noted that the clip assembly was not returned and the device had evidence of a full deployment. It was also noted that the device was returned without the over-sheath. Microscope examination was performed, and there were hits found in the bushing hooks. The control wire was returned without the hypotube at the distal section and the distal section of the control wire was kinked. Dimensional examination was performed, and it was confirmed that the bushing outside diameter was within specification. No other issues with the device were noted. The reported event was not confirmed. The device returned without the clip assembly and it is important to mention that the presence of this component is very important to the investigation in order to analyze any failure that could contribute with the problem faced by the physician. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in esophagus during an endoscopic submucosal dissection (esd) procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue, but could not be detached from the catheter to deploy. Reportedly, the handle was pulled hard and led to the clip detaching from the tissues position. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.